Event description:
During a procedure, the attending surgeon mentioned to the consultant that he used a metallic clavicle plate off-label for a sternal fracture. The plate broke post-operative. Surgeon did not revise the patient at the time. Additional information has been requested.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.